Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with an optilene suture. During a coronary artery bypass graft (CABG) surgery, the needle detached from the suture. Additional information was not provided but has been requested.

Manufacturer narrative:
Manufacturing site evaluation: we have received 2 closed samples and 3 open samples (the pack is open but the sutures are unused - the needles are placed in the foam). We have no units in our stock; there are no previous complaints of this code batch. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep). Review of the batch manufacturing record showed this product has no incidences related to this topic and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of ep/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed.